Event description:
Related manufacturing reference: (B)(4). During the supraventricular tachycardia procedure, signal issues with the catheters resulted in a procedural delay. It was noted that the catheter was noisy on the ensite x. The cable was exchanged, with no resolution. The catheter was exchanged, but the issue persisted. The catheter was then exchanged again, and the issue was resolved to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One 4mm tip, medium curl, safire ablation catheter was received for evaluation. The results of the investigation concluded that electrodes 1-4 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported noise remains unknown.